Event description:
It was reported that cartridge alarms occurred during basal delivery with multiple cartridges. Additionally, it was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. Customers blood glucose level was 150-386 mg/dl. Ultimately, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.